Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the emergency room (ER) for shock evaluation. The device was interrogated and technical services (ts) was contacted for further review of the stored episodes. Upon review, the presenting electrogram (egm) showed patient was in a true ventricular tachycardia (vt) episode. The device delivered two shocks. It was noted that on the last shock, the device recorded a code 1004 indicating a short circuit condition was detected during shock delivery. Further review showed that during the shock delivery the right ventricular (rv) lead shock impedances were recorded to be less than 20 ohms. Subsequently, later on during a follow up visit, the clinician performed a synchronized shock which resulted in device to record code 1006 indicating high voltage was detected on leads during a charge. Ts recommended the device and rv lead be replaced as the patient is not considered to be protected. No additional adverse patient effects were reported. At this time, the crt-d and rv leads remain in service.